Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent was fully crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. The stent was damaged from the centre to the distal end of the stent with stent struts squashed and misaligned. Stent damage most likely occurred during advancing attempts. A visual and tactile examination identified no issues along the length of the catheter device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the upper arm approach. The 30mm, 75% stenosed target lesion was located in the moderately tortuous and non-calcified iliac artery. When a 8.0x40x135 cm express¿ ld vascular stent was inserted, significant resistance was encountered. And the stent dislodged in the forearm. The detached stent was successfully retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the upper arm approach. The 30mm, 75% stenosed target lesion was located in the moderately tortuous and non-calcified iliac artery. When a 8.0x40x135 cm express¿ ld vascular stent was inserted, significant resistance was encountered. And the stent dislodged in the forearm. The detached stent was successfully retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.